Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient's blood oxygen saturation decreased during transport. According to the reporter of the event, the ventilator was powered off while placing the patient and the device into a car. When they attempted to power the ventilator on, the device allegedly failed to power on. The patient was taken back into the hospital and placed on another device and returned to baseline. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Upon receipt of the device, it failed to power on due to a malfunction of the system board. The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased during transport. According to the reporter of the event, the ventilator was powered off while placing the patient and the device into a car. When they attempted to power the ventilator on, the device allegedly failed to power on. The patient was taken back into the hospital and placed on another device and returned to baseline. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.